Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing leaked at the port closet to the patient. There was no report of harm.

Manufacturer narrative:
The customer¿s report that the tubing leaked at the port closet to the patient was confirmed to be a leak from the distal smartsite port. Functional testing replicated a leak at the distal smartsite port during gravity priming. Closer inspection under magnification observed a small hole in the blue piston of the smartsite located near one of the ends of the middle slit. The cause of the customer¿s report is a small hole in the smartsite blue piston. The root cause of the piston damage/puncture is a manufacturing issue.

Event description:
The customer reported that the tubing leaked at the port closet to the patient. There was no report of harm.